Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted a hole in the rv seal plug and body fluid contamination in the rv lead barrel. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Although a hole in the rv seal plug and body fluid contamination in the rv lead barrel were observed, these findings did not impact the functional testing of the device and would not have caused the high, out-of-range pacing impedance measurements observed clinically.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to a device check and interrogation found the pacing impedance measurements were high, out-of-range at greater than 3,000 ohms. A chest x-ray found no dislodgement of the lead, and a connection issue between the terminal pin of the lead and the device header was considered. The next day, an invasive procedure was performed to investigate. When the pocket was opened, the connection was noted to be intact. The device was removed and the lead was tested, with normal measurements observed. However, body fluid was found in the device header; the physician cleaned the interface and re-connected the lead and normal measurements were produced during testing. Visual inspection of the device header noted the sealing ring at the lead port was open such that body fluid could leak into the device. The device was removed and a new device was implanted with the existing lead to complete the procedure. No adverse patient effects were reported.